Event description:
A consumer reported that an ophthalmologist diagnosed a central infectious corneal ulcer with infiltrate, left eye, associated with wear of focus dailies contact lenses. Mild pain and anterior chamber reaction noted. Treatment consisted of antibiotic drops every 10 minutes, then every 4 hours over several days. Event resolved with scar expected. No reduction in visual acuity. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central infectious corneal ulcer." Eval of returned complaint sample is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by mfg and found to be in compliance.